Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, while the physician was grasping tissue the bipolar fenestrated grasper (bfg) pulley was broken and the bfg jaw was open. The broken plastic pulley component of the bfg fell into the abdominal cavity. The broken bfg pulley component was grasped with an assistant grasper via the laparoscopic assistance port to retrieve it and the bfg was removed using the broken instrument protocol. The procedure was extended by approximately ten minutes due to the issue. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Evaluation of the device data indicates that an instrument error ¿core_instrument motor position limits (instrument error - check and replace)¿ occurred on arm cart assembly 2 sn: (B)(6) in relation to the reported bfg which was attached to sterile interface module sn: (B)(6). The bfg had use time of two hundred and sixty-five minutes and use count of three. The logs do not capture the physical state of the bfg so do not reflect the status of the pulley. Review of the provided image notes that it shows a damaged bfg in which a part of the pulley of the instrument has broken and the broken pieces of the pulley have been placed right beside the instrument. It can also be seen that the pulley puck of the instrument has come out. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.